Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient called and advised once they advanced to fill 1 of 6 of treatment the cycler prompted with multiple m31 air detected in cassette warning alarm. They advised they noticed the blue patient pin was leaking. The patient advised they stopped the treatment and disconnected from the cycler and called technical support. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The cycler alarms occurred prior to the leak. The film on the back of the cassette was not loose. The patient was advised to re-setup with new supplies. Upon follow-up, the pdrn stated during fill 1 of 6 of treatment and following the m31 air detected in cassette warning cycler alarm, the patient reported fluid began to leak from the blue patient pin. The pdrn stated the pin had not been pushed in and the cause of the leak was unknown. The pdrn stated the patient cancelled treatment and was advised to and was assisted with re-setting up with new supplies. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and per pdrn did not complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn the patient came into the clinic the following morning to discuss the issue and was re-instructed on setting up the cycler treatment. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called and advised once they advanced to fill 1 of 6 of treatment the cycler prompted with multiple m31 air detected in cassette warning alarm. They advised they noticed the blue patient pin was leaking. The patient advised they stopped the treatment and disconnected from the cycler and called technical support. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The cycler alarms occurred prior to the leak. The film on the back of the cassette was not loose. The patient was advised to re-setup with new supplies. Upon follow-up, the pdrn stated during fill 1 of 6 of treatment and following the m31 air detected in cassette warning cycler alarm, the patient reported fluid began to leak from the blue patient pin. The pdrn stated the pin had not been pushed in and the cause of the leak was unknown. The pdrn stated the patient cancelled treatment and was advised to and was assisted with re-setting up with new supplies. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and per pdrn did not complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn the patient came into the clinic the following morning to discuss the issue and was re-instructed on setting up the cycler treatment. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.